Event description:
It was reported on 20 november 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severely calcified leaflets with mild calcification extending to the left ventricular outflow tract (lvot). During the procedure the valve was partially re-sheathed five times due to low and high positioning. The decision was made to remove and replace the valve, however while attempting to fully re-sheath the valve, the valve capsule did not close completely. The valve was brought to the abdominal aorta and an additional two attempts were made to deploy and re-sheath, with the re-sheath wheel reaching the end of travel, but were unsuccessful. Eventually the valve was fully deployed in the abdominal aorta. A second 26mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of malposition of device was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported event could not be conclusively determined. Potentially, the implant procedure contributed to the event, however, this could not be confirmed. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.